Event description:
It was reported that noise was observed on the lead. The patient is active with hand-held tools for home construction. Abrasion at proximal end near connector pin noted at explant.

Manufacturer narrative:
A partial lead was returned in two pieces. External insulation abrasion was found at 6.1 to 6.4cm from the pin consistent with lead friction to the ICD can. The re coil was visible at this location. This is consistent with the observation from the field of noise when the re coil was in contact with the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.